Event description:
A customer reported to a baxter field service engineer that excessive fluid volume removal occurred during a hemodialysis treatment on arena hemodialysis instrument. The nurse from the facility claimed that the ultrafiltration (uf) goal on the machine was programmed for 3.1kg in order to reach the patient target weight. Later within the treatment, the patient started complaining of dizziness and was having cramps. As a result of that 200ml of normal saline solution was administrated, and the uf goal on the instrument was reduced to 2.0kg. Ultimately, the patient was able to complete the treatment without further medical intervention and discharged ambulatory from the clinic in a stable condition. Patient's pre treatment weight, 77.0kg. Post treatment weight 71.7kg. Total uf removed 5.3kg.

Manufacturer narrative:
Baxter field service engineer inspected the instrument. The instrument failed blood leak test during self-test. The field service engineer replaced the blood leak harness and calibrated. After that, the self-test was performed with no problem. The uf accuracy test indicated that the instrument was within specification. Finally, the engineer performed all the tests per specification with no issue found, and the device was placed back into service fully operational. Baxter is monitoring issues like this. If additional information is discovered, a follow up report will be submitted.